Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for investigation. No physical damage was noted on the returned product. The pump passed the laser continuity test, and all the 5s optical parameters were within specification range. The pump passed the water bucket test and pressure test on the optical system. The pump was run according to the specifications during the test. The data log was not returned for investigation. According to the clinical report, intermediate failures of placement and lv metrics occurred with a placement signal not reliable alarm. This issue was resolved after the connector was firmly plugged in. The cause of the optical signal failure was most likely air gap from between the automated impella controller and the patient cable plug or within the middle of the red handle ferrule, based on given clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella cp support ongoing. The pump lost signal and had an unreliable placement signal alarm. The team effectively troubleshot the issue by the straightening of the white cable. The pump remained on for support without any harm or injury. The pump was eventually weaned and explanted.